Event description:
Pt pulled dialysis fistula needles out and lost approx 300 cc blood. Pt's vital signs were stable. Physician was notified. Orders given to draw hemoglobin on next visit. Pt left facility without complaints and stable to nursing home where he resides.